Event description:
An optease vena cava filter was placed in 2007. Three weeks later, it was found that the filter had migrated to the atrial-caval juncture. The pt is a female with ovarian vein thrombosis. Using a right femoral vein approach, the physician placed the filter in a suprarenal position due to the ovarian vein thrombosis. The measurements of the vena cava are unk. The filter looked as if it was in good position after a post procedure vena-cavagram was performed. How the migration was found is unk at this time. The pt was transferred to medical center. Where the filter was successfully retrieved. It was reported that the pt is doing very well. Please note that multiple attempts to acquire add'l pt and procedural info have been attempted and have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.